Event description:
The consumer reported she had wanted to increase stimulation higher, but was not able to increase stimulation the day prior to the call ((B)(6) 2016). The patient noted stimulation decreased. She was at 2.4 volts and it went to .7 volts. Troubleshooting involved the patient syncing the device and identifying that she was on program 4 at 0.7 volts and that her stimulation was off. The patient was assisted in turning her stimulation on and increased stimulation to 2.9 volts. No symptoms were reported. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.